Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.

Event description:
The core universal driver was sent in for evaluation because it was leaking water prior to a procedure. A readily available replacement device was used for the procedure with no clinically significant delay. No adverse event was associated with the device.